Event description:
On 19-feb-2026, arthrex was notified via email of a published case study in cureus describing a 52-year-old female who developed a right sided pneumothorax following elective arthroscopic rotator cuff repair. The procedure included subacromial decompression, acromioplasty, bursectomy, and double row rotator cuff repair using arthrex suture anchors. Surgical instrumentation included a 4.5 mm shaver blade, 5 mm burr, and an electrocautery suction device, with stable pump pressure maintained at 50 mmhg throughout the case. Postoperatively, the patient initially recovered uneventfully but developed dyspnea, chest pain, oxygen desaturation, hypotension, and tachycardia approximately 15 minutes after arrival to the pacu. A chest radiograph confirmed pneumothorax, and treatment with chest tube insertion was performed, resulting in clinical improvement and lung re expansion. The chest tube was removed on postoperative day three, and the patient was discharged in good condition five days later. Follow up over four months was uneventful, with no recurrent symptoms reported. Https://pmc.ncbi.nlm.nih.gov/articles/pmc10145774/. Kateros k, skotidis e, bablekos gd, vlachou m, giatroudakis k, theodorolea o, galanakos sp. Pneumothorax after shoulder arthroscopy: a rare complication of rotator cuff repair surgery. Cureus. 2023 mar 27;15(3): e36774. Doi: 10.7759/cureus.36774. Pmid: 37123737; pmcid: pmc10145774.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.